Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while prepping a long-term hemodialysis catheter, it was noted that the catheter did not have a hole at the tip for guidewire insertion. A new catheter was used for this procedure. No patient interaction.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.